Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary experienced a hardware failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary experienced a hardware failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to a failed pocket within the full-height auxiliary drawer. A field service engineer inspected the device, ran diagnostics on auxiliary full-height drawer 1, and recorded the results. The device was rebooted, and the customer was assisted with recovery, during which the failed pocket was removed. Later, the engineer replaced the legacy full-height drawer with an enhanced full-height drawer, updated the firmware, reconfigured the system, installed the pockets, and verified functionality. The customer successfully tested and confirmed recovery. Proactive inspections were performed. The system functioned as intended after the field service engineer repaired the device.